Event description:
Refer to h11 for follow-up information.

Manufacturer narrative:
The instrument involved in this complaint has been received and tested by failure analysis. The instrument was found to have a damaged grip cable.

Manufacturer narrative:
Intuitive surgical inc. (Isi), has not received the da vinci product with an alleged issue to perform failure analysis. A follow-up MDR will be submitted if the product is returned and evaluated and/ or if additional information is received. Image associated with this reported event was reviewed by an isi failure analysis engineer. The instrument had a broken grip cable.

Event description:
It was reported that during a da vinci-assisted surgical procedure, prograsp forceps wire was visibly broken & exposed. The procedure was completed with no reported injury.